Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported, that the patient presented to the clinic with pocket infection and erosion. The skin of the device pocket appearing red and experiencing discharge. There was also, the presence of lead vegetation. And both the device and lead eroded through the pocket. The vegetation was visualized with transesophageal echocardiography. The physician explanted the active system-implantable cardioverter defibrillator and right ventricular lead to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: e3 - occupation - should be "physician" and e4 - initial reporter also sent the report to FDA? - should be "no information"